Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('on the left side the essure coil is embedded within the myometrium.') And embedded device ('on the left side the essure coil is embedded within the myometrium.') In an adult female patient who had essure (batch no. A47953) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, chronic cervicitis, chronic inflammation of orbit, unspecified, adenomyosis, menorrhagia and muscle spasms. Concomitant products included fluoxetine hydrochloride (prozac). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced heavy menstrual bleeding ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), abdominal distension ("gi conditions, gastrointestinal or digestive system condition type: bloating"), back pain ("back pain") and dysmenorrhoea ("dysmenorrhea (as written)"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced urinary tract infection ("uti"), fatigue ("fatigue"), tooth disorder ("dental problems"), mood swings ("hormonal changes, hormonal changes describe: mood swing"), headache ("headaches"), nausea ("nausea"), migraine ("migraines"), cyst ("tumor / teratoma / cancer type: cyst") and cystitis ("bladder infection"). In (B)(6) 2017, the patient experienced anxiety ("psych injury, psychological or psychiatric problems condition: anxiety") and depression ("psych injury, psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), seizure ("seizures"), intermenstrual bleeding ("metrorrhagia"), genital haemorrhage ("general abnormal bleeding"), bladder disorder ("bladder problems") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total vaginal hysterectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, embedded device, pelvic pain, abdominal pain, seizure, abdominal distension, back pain, dysmenorrhoea, heavy menstrual bleeding, intermenstrual bleeding, genital haemorrhage, anxiety, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, tooth disorder, mood swings, headache, nausea, vaginal haemorrhage, migraine, depression, cyst and cystitis outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, bladder disorder, cyst, cystitis, depression, device expulsion, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, migraine, mood swings, nausea, pelvic pain, seizure, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for bleeding,psych injury. Current weight 167 lbs. Discrepancy noted in date of insertion (B)(6) 2015. As per mr date of insertion updated- (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:device expulsion lot number: a47953 manufacturing date: 2012-09 expiration date: 2015-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('on the left side the essure coil is embedded within the myometrium.') And embedded device ('on the left side the essure coil is embedded within the myometrium.') In an adult female patient who had essure (batch no. A47953) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, cervicitis, chronic inflammation of orbit, unspecified, adenomyosis, menorrhagia and muscle spasms. Concomitant products included fluoxetine hydrochloride (prozac). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced heavy menstrual bleeding ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), abdominal distension ("gi conditions, gastrointestinal or digestive system condition type: bloating"), back pain ("back pain") and dysmenorrhoea ("dysmenorrhea (as written)"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced urinary tract infection ("uti"), fatigue ("fatigue"), tooth disorder ("dental problems"), mood swings ("hormonal changes, hormonal changes describe: mood swing"), headache ("headaches"), nausea ("nausea"), migraine ("migraines"), cyst ("tumor / teratoma / cancer type: cyst") and cystitis ("bladder infection"). In april 2017, the patient experienced anxiety ("psych injury, psychological or psychiatric problems condition: anxiety") and depression ("psych injury, psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), seizure ("seizures"), intermenstrual bleeding ("metrorrhagia"), genital haemorrhage ("general abnormal bleeding"), bladder disorder ("bladder problems") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total vaginal hysterectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, embedded device, pelvic pain, abdominal pain, seizure, abdominal distension, back pain, dysmenorrhoea, heavy menstrual bleeding, intermenstrual bleeding, genital haemorrhage, anxiety, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, tooth disorder, mood swings, headache, nausea, vaginal haemorrhage, migraine, depression, cyst and cystitis outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, bladder disorder, cyst, cystitis, depression, device expulsion, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, migraine, mood swings, nausea, pelvic pain, seizure, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for bleeding,psych injury. Current weight (B)(6) . Discrepancy noted in date of insertion (B)(6) 2015 and (B)(6) 2015. As per mr date of insertion updated- (B)(6) 2015 to (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:device expulsion. Most recent follow-up information incorporated above includes: on 30-apr-2021: medical record received : reporter information, medical history, lot number, rcc, new event on the left side the essure coil is embedded within the myometrium & expulsion were added and removal date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.